Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two photographs of the IV set were provided for evaluation. The photographs were evaluated, and bubbles were noted inside the tubing. However, since a lot number was not provided, it is not possible to determine if this device met the specifications applied at the time it was manufactured. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported, "IV tubing less than 24°... Wasted a whole bag... IV trying to get rid of bubbles & priming." Trouble shoot ?? Times. (Interrupting patient care and meds delivery) have to change lines..." From checklist, air in line. Used prime function to remove the air in the line and infusion restarted. Alarm reoccurs, used prime function again to remove the air in the line and restart infusion. Open door, remove and visualize tubing, tab the tubing section and observe for bubbles. Changed the tubing. No visible bubbles, reload the tubing and restart infusion. Alarm re-occurs.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.